Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is confirmed for the reported improper or incorrect procedure issue as the protective sleeve was not removed prior to use of the sheath. The root cause for the reported improper procedure is determined to be user error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Drawing reviewed: drawing notes indicates: protective tube shall be removed when packed into finished kits. Manufacturing procedure document reviewed: manufacturing procedure indicates: when applicable, remove the tubing protector at the tip of the dilator of the microintroducer/macrointroducer and discard it on the scrap container. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the three centimeter below the right clavicle via the right internal jugular vein, the guidewire was inserted through the introducer needle into the artery, the guidewire was in place after the retrieval of the introducer needle, and then inserted the puncture sheath into the blood vessel, and allegedly found that the sheath had a sleeve. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the guidewire through the introducer needle into the artery. It was further reported that the guidewire in place after the retrieve the introducer needle. Furthermore, they inserted the puncture sheath into the blood vessel and allegedly found that the sheath has a sleeve. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire through the introducer needle into the artery. It was further reported that the guidewire in place after the retrieve the introducer needle. Furthermore, they inserted the puncture sheath into the blood vessel and allegedly found that the sheath has a sleeve. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: g3. H11: d4 (medical device lot number). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.